Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2017-01978.

Manufacturer narrative:
(B)(4). Concomitant products: vngd pat-spec cr fmrl 62.5 rt: part number: 181906, lot number: 984390. E1 vngd as tib brg 11x67: part number: ep-189041, lot number: 008610. Series a pat thn 28 3 peg: part number: 184782, lot number: 478710. This report is 2 of 4 for this patient: 0001822565-2017-01432, 0001822565-2017-01436, 0001822565-2017-01437, 0001822565-2017-01438.

Event description:
It was reported that the patient underwent partial right knee arthroplasty. Subsequently, on (B)(6) 2016 it was reported that the patient suffered medial retinacular tear.